Event description:
The customer contact reported an operator error in programming the device, which resulted in the pt receiving more medication than intended. It was reported the physician ordered IV insulin 250 units / 250 ml per endotool protocol and to replace the medication bag every 24 hours. At an unspecified time, the device was programmed using the mednet drug library, the insulin endotool bolus was chosen with a rate of 6.5 units/hour, with a vtbi (volume to be infused) of 235 ml and the delivery was started. Within one hour after the delivery was started, the nurse noted the insulin container was empty. At that time, the nurse preventively treated the pt with dextrose 50% and blood sugar checks. No results were reported. The customer contact reported the pt condition remained stable throughout the reported event. It was reported prior to the event the pts blood glucose level was 265 mg/dl, after the event the blood glucose level was reported as 192 mg/dl. The customer contact reported the device is back in clinical service. Though requested, no add'l info was reported.

Manufacturer narrative:
At this time the customer will not be returning the device for eval. The customer contact reported the device was currently being used in the clinical setting with no reports of any issues. If the device is received, a follow-up report will be submitted. The device was not returned to hospira for testing and investigation; therefore, attribution of the issue to the device could not be determined. This report represents all the info known by the reporter upon query by hospira personnel. (B)(4).